Manufacturer narrative:
The part number and lot number of product allegedly involved in this issue has not been supplied. The product allegedly involved in this issue is not available for eval.

Event description:
It was reported that the bur subject to this MDR broke during a minimally invasive spinal surgery. The broken pieces did not fall in to the surgical site. The surgeon does not have any concerns that broken pieces may remain behind in the body.